Event description:
The customer contact reported the patient received less medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of tpn (total parenteral nutrition) in the continuous mode, with a vtbi (volume to be infused) of 4000 ml, for a duration of 17 hours, with a 5 ml kvo (keep vein open) rate, a 4000 ml container size and delivery was started. No further programming parameters were provided. The homecare patient's husband reported the device had an unspecified alarm occurred through the night. At that time, the patient's husband decided to wait until the scheduled homecare nurse visit the next day instead of calling the help line. At an unspecified time the next morning, the homecare nurse went to the patient's home. At that time, the nurse reported approximately 2200 ml remained in the container instead of an expected unspecified volume remaining. The nurse reported the device display indicated a volume of 3322 ml had been delivered. The device was removed from clinical use. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided including if the therapy was resumed using a replacement device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.